Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system halo was implanted during a procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced recurrent urinary tract infection, hip pain, vaginal pain, inability to have a sexual intercourse, and difficulty urinating.